Manufacturer narrative:
(B)(4). The insulin pump was received, the suspend feature was activated, and the unit was monitored for 2 days; the suspend mode was then deactivated. The daily total screen was verified, and the insulin pump listed 0.000 units for the 2 days. The device did not deliver insulin while in suspend mode. No delivery anomaly was noted. The insulin pump passed functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage was noted. Pending results from the delivery volume accuracy test.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. Additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Event description:
The customer reported having gone to the emergency room a number of times for intravenous glucose and had once blacked out due to the blood glucose dropping so low.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump delivered insulin while having been placed in suspend mode. The blood glucose reading was 40 mg/dl, which was treated with a glucagon shot. The customer stated that she had been experiencing low blood glucose levels for the past 2 days. She confirmed that the reservoir showed the same amount of insulin as was shown on the status screen. The customer also noted that she had high blood glucose in the morning because she had disconnected from the insulin pump the night prior. She stated that because her blood glucose levels went higher, she thought that the insulin pump was the issue since it was the device's insulin delivery that had brought the reading low. The caller was advised to consult her doctor regarding low blood glucose. Advised replacement of the insulin pump. Nothing further reported.